Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the therapy capacitor of the device is out of tolerance by 96 microfarads. There was no patient involvement.

Event description:
It was reported to philips that the therapy capacitor of the device is out of tolerance by 95 microfarads. There was no reported negative patient impact. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient. The device was in use at the time of the reported issue.